Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter x 87 mm length abdominal aortic aneurysm. A reliant balloon was used during the case. The proximal neck diameter was 18.9mm, the distal neck diameter was 25.5mm with a length of 29 mm. The right common iliac artery was 10.5mm and the left common iliac artery was 10.4mm. There was calcification and 80 degree curvature in the left common iliac artery entry site. The patient had deteriorated renal function and was unable to receive a CT with contrast, so a plain CT was used during the procedure. With the plain CT it was not possible to confirm the condition of the left common iliac artery. CT data showed the diameter was 10mm; however, there was almost no lumen because of thrombus. There was difficulty in gaining access with a guide wire and insertion of the main body device was abandoned. Instead, endurant contralateral limb, iliac extension and aortic cuff were implanted from the right side for creating an aorto-uni-iliac. Then the left internal iliac artery was coiled to the common iliac artery for embolization and femoral-femoral bypass was performed with a 7mm synthetic vessel. Distal flow was confirmed and the procedure was completed. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (delivery system positioning difficulty). Patient's condition affected effectiveness of device (deteriorated renal function, thrombosed iliac arteries, severely tortuous left iliac artery). Incorrect technique/procedure (a bifurcated stent graft was not used). Inherent risk of procedure (delivery system positioning difficulty). Device failure/lack of effectiveness related to patient condition (deteriorated renal function, thrombosed iliac arteries, severely tortuous left iliac artery). Label, unapproved or contraindicated use (a bifurcated stent graft was not used).